Event description:
It was reported that during routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have eroded. Additionally an electrode fracture was noted near the device. It was noted that there was an infection as well and the full system was explanted. No additional adverse patient effects were reported.